Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received drive count or time values or changes incorrect for moving or coasting and too slow or too fast. Customer's blood glucose level was 137 mg/dl. Customer reported that they were unable to clear the alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received error 37 during rewind due to damaged motor slide. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test, and occlusion test due to pump error 37. Device tested outside the insulin pump and passed.